Event description:
It was reported that the motor device was overheating. It was not reported if the device was used in surgery. There was no patient involvement reported. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the top end was heavily corroded and power broken. It was determined that this caused heat. Therefore, the reported condition was confirmed. It was further observed that the hose was separated from the device. The motor and the flex circuit were heavily corroded which is indicative of not following the of emersion / sterilization procedures properly. The assignable root cause as determined to be due to misuse and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.